Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during an da vinci-assisted surgical procedure, on a unspecified date, the customer experienced a clamping issue while the cadiere forceps instrument was being used. There was no report of any patient harm, adverse outcome or injury due to the reported instrument issue. Intuitive surgical, inc. (Isi ) received the following additional information from the initial reporter: the instrument was found in a cabinet with little to no information regarding the reported event. He indicated that no one at the hospital would be able to provide any accurate information regarding the returned device, since the issue occurred a few years ago.